Manufacturer narrative:
Technician found that the knee up down switches are stuck from fluid ingress. Technician replaced the right caregiver board to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the knee up down is not functioning from the right caregiver controls.